Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer about the reported issue. The customer mentioned that static image occurs with the 180 scopes with different pigtail. In addition, the 190-scope worked as normal on the boom but not on the procedure monitor. Tac informed the customer that the issue could be related to the marantic field in the room. The 180 and 190 scopes worked as normal after a re-attempt. A follow up was made and the customer mentioned that the device will not be sent it for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display static image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.